Event description:
It was reported that the patient had vns explant surgery on (B)(6) 2015 due to an infection of unknown origin. The hospital reported that both the generator and lead were explanted due to site infection with no plans of replacement. Follow-up was performed with the surgeon's office. It was reported that the patient came into the surgeon's office in (B)(6) 2015 with granulation tissue in the area of the healed neck incision. The surgeon debrided the site at that time. The patient presented again in (B)(6) 2015, and he still had granulation tissue at the healed neck incision with blistering at that aspect the neck incision. The wound was healed, but granulation tissue was present with blistering. It was reported that it was more of an allergic reaction rather than surgical infection. Since the event had continued, the surgeon elected to perform a full explant. Cultures were taken of tissue adjacent to the vns area in the neck. Pathology results showed fibrous tissue with gram positive in clusters and pairs.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of the manufacturer device history records confirmed sterilization was performed for the generator and lead prior to distribution.

Event description:
Analysis was completed on the explanted products. No anomalies were found with the generator. The device performed according to specifications. Based on the findings in the product analysis lab, there is no evidence to suggest an anomaly with the returned portions of the device which may have contributed to the stated complaint.

Manufacturer narrative:
.

Event description:
The explanted generator and lead were received by the manufacturer for analysis. However, analysis has not been completed to date.